Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to ipgs current location. The patient underwent a revision procedure wherein ipg was replaced and pocket was relocated. The patient was doing well postoperatively. Explanted device was discarded.